Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the high flow insufflation unit motherboard is defective. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the failure of the inflation function was caused by the defective motherboard. However, the definitive root cause of the motherboard issue could not be determined. Olympus will continue to monitor field performance for this device.